Event description:
The customer reported after the +21.5 diopter aq2015a three piece silicone lens was placed in the cartridge the tech observed the optic starting to crack. The event occurred while loading and the unit was never given to the surgeon.

Manufacturer narrative:
Evaluation results - visual inspection of the returned lens confirmed the optic was cracked and there was dried up surgical residue on the lens surface. (B)(4).

Manufacturer narrative:
Brand name: silicone ultraviolet-absorbing posterior chamber three piece foldable intraocular lens (elastimide®). Implant and explant dates: n/a. (B)(4). Conclusion: (conclusion not available-evaluation in progress): based on the complaint information, a specific root cause of this event could not be determined. A current investigation involving cracked optics on the 3-piece silicone lenses is ongoing. Once the investigation is completed a supplemental medwatch form will be submitted. (B)(4).